Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 018 dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter and no anomalies noted to the y-body/strain relief. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the distal end of the balloon. Under microscopic examination, a compound rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon under microscopic examination. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via antegrade approach through the left femoral artery, the pta balloon allegedly leaked contrast medium. It was further reported that the balloon was removed out of the patient and rupture was found. The procedure was completed using another balloon. There was no reported patient injury.